Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery and software error. Blood glucose value was 162 mg/dl. The customer stated he was on the third set and still receiving the alarms. He confirmed that the error alarm did not occur while trying to change the settings or after a battery change. He explained that he would receive the no delivery alarm during bolus and basal; would try to push the buttons, which would not respond and about 30 second later it would give the software error alarm. The device will be returned for analysis.